Manufacturer narrative:
3003721894-2015-00054 is associated with (B)(4).

Event description:
Accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for an unknown indication. On (B)(6) 2015, the patient started polident denture adhesive cream. On (B)(6) 2015, less than a day after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional information: the consumer suspected that he swallowed the product while having a meal and queried if it would be harmful.